Event description:
T was reported that pump screen went black and pump shut down when the plugged into a power source to charge. As a result of the pump shutting down, customer reverted to manual lantus injections for diabetes management. Customer reported that they do not "respond well" to lantus, and later experienced a low blood glucose level of 50 mg/dl. Carbohydrates were consumed to address low bg level. During troubleshooting with tandem technical support, a review of the pump history indicated the pump was manually turned off, pump was charging and there were frequent button interactions prior to the pump being put into shelf mode. The customer denied turning off or charging the pump prior to event. Customer was reminded that if the pump is plugged into a power source and the wake button is held down for 30 seconds, the pump will power off.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump shut down when the plugged into a power source to charge. During troubleshooting with tandem technical support, a check of the pump history indicated the pump was manually turned off. There was no impact to the customer's blood glucose levels.